Manufacturer narrative:
Other relevant device(s) are: brand name: micra, medical device: model #: mc1vr01-delsys / expiration date: 28-mar-2021 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Device mfg date: 09-oct-2019. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the ventricular fibrillation (vf) occurred while the operator was trying to reach septal position. The vf was successfully terminated by external defibrillation. Post placement, the pacing issue was observed with exit block, very high pacing thresholds, undersensing and high impedances measurements. The leadless ipg was explanted and replaced successfully with another leadless ipg system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.